Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock between her external equipment and implant. Programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. The patient's device was explanted in late 2007. The patient was re-implanted with another advanced bionics device.